Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, active current measurement and self test. However, the pump failed the sleep current measurement due to moisture damage found on the electronic assembly. No delivery anomaly during testing noted.

Event description:
Information received by medtronic indicated that the insulin pump had unexplained no delivery alarms and needed battery change. No harm requiring medical intervention was reported. The device will not be returned for analysis.